Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced fluctuating blood glucose (bg) levels ranging from 70 to 600 mg/dl. The customer delivered a bolus and declined to troubleshoot with tandem technical support (cts) . Reportedly, the customer had noted a white substance on the pump at the time their bg levels were fluctuating. Cts reviewed photos of the pump provided by customer, and determined that the photos showed normal housing wear and tear.